Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
Publication, ¿spontaneous leaflet fracture: a rare complication of mechanical mitral valve replacement ¿ by p.a. Rad, et al. Reports on a case of a 50 year old female with a history of mitral valve prolapse s/p mechanical mvr six months prior. She presented to the emergency department with sudden dyspnea. Tee showed a high gradient across the mitral valve with possible surrounding leak. She was admitted to the ICU and as the night progressed, she was intubated and hemodynamically decompensated. A second tee found acute severe mitral regurgitation and the inability to visualize one of the leaflets. Or examination showed a single intact leaflet. After valve replacement she was placed on va-ECMO and a CT revealed the loose leaflet in the abdominal aorta. Endoscopic retrieval was unsuccessful. The patient continued to develop worsening multiorgan failure and support was withdrawn.

Manufacturer narrative:
The publication ¿cardiogenic shock due to leaflet migration of on-x aortic mechanical prosthesis¿ by rad published in critical care medicine in 2024 is reviewed here. This publication reports on a 50-year-old female patient with an on-x mitral mechanical valve who presented with sudden dyspnea about 6 months after implant. No information regarding the specific valve was provided and despite communication with the author no further information was provided. Upon presentation the patient was evaluated and treated. Her initial vitals were significant for a heart rate of 146 and respiratory rate of 26, the only significant lab was an elevated lactic acid and a CT of the chest showed right sided pneumonia. A tee showed a high gradient across the mitral valve with possible surrounding leak. She was admitted to the medical ICU and was intubated when she decompensated hemodynamically. A repeat tee found acute severe mitral regurgitation and the inability to visualize one of the two leaflets. The patent was then taken to the or and examination revealed a single intact leaflet. A valve replacement was performed, and she was placed on va-ECMO and sent to CT which revealed the loose leaflet in the abdominal aorta and endoscopic retrieval was unsuccessful. The patient continued to develop worsening multiorgan failure and the family decided to withdraw support. This is a case of prosthetic valve structural dysfunction which is listed as a potential complication in the instructions for use, as are the potential for reoperation and death [IFU]. The definitive root cause of the prosthetic valve structural dysfunction cannot be determined as there was no additional information provided outside the publication and the valve was not returned for inspection. However, the most common cause of leaflet fracture is contact with metallic instruments at the time of implantation. The risk management and usability engineering file was reviewed and found to be adequate. There is insufficient data to determine a product failure mode; thus, severity and occurrence is not evaluated. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.